Event description:
It was reported to boston scientific in 11/2006 a product problem requiring intervention associated with an embolization procedure of the brain. It was reported that "it was felt the resistance at inserting the fourth coil (device in question). Therefore, this unit was tried to remove and the (device in question) got unraveled. Though it was tried to remove with the (microcatheter), it was failed. The (device in question) was able to be removed with the (retrieval device). It was reported that the procedure was completed with another device of the same type; that there were no patient complications; and that the patient condition was good.

Manufacturer narrative:
Additional PMA/ 510 (k) #: k001083. The device in question will not be returned to the manufacturer for evaluation because it was disposed of by the user facility. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's complaint.